Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. The subject device was not returned; therefore, physical as well as a functional evaluation could not be performed. Based on the information currently available the exact cause for the reported issue cannot be determined

Event description:
During the procedure upon insertion of the wire into the microcatheter, the guidewire broke.

Manufacturer narrative:
The subject device is not available.

Event description:
During the procedure upon insertion of the wire into the microcatheter the guidewire broke.